Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor expired a few hours after warm up. The sensor was inserted on (B)(6) 2017. Data was available for evaluation. The reported sensor expiration a few hours after warm up was confirmed. A probable cause could not be determined. No additional event or patient information is available.